Manufacturer narrative:
An event of device deformity and embolism of the device was reported. The investigation confirmed the device met visual, dimensional and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt600034288 revision c "caution: do not release the device from the delivery cable if the device does not conform to its original configuration or if device position is unstable or interferes with any adjacent cardiac structure (such as svc, pv, mv, cs, ao). Advance the delivery sheath to recapture the device and redeploy. If the device position is still unsatisfactory, recapture the device and replace it with a new device or abort the procedure."

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 24 mm amplatzer septal occluder was selected for implant. During device prep, it was noted that the right disc deployed in a concave shape but was used anyways. During the procedure, the device was positioned into the defect and deployed. Again, the right disc presented in a concave shape, but was implanted. 8 to 10 hours later, the device had embolize, was stuck in the septum and tilted towards the left atrium. In an emergent procedure the physician snared the device, but lost control of it while it was in the right atrium (ra). The device then travelled to right ventricle (rv) through the tricuspid valve to the pulmonary artery (pa). It got stuck in the pa the physician tried snaring further but was unsuccessful. The patient was then brought to open heart surgery to retrieve the device. The device was successfully retrieved and the defect was patched to resolve the event. The patient remained hemodynamically stable thought out the procedure. The patient is stable and has been discharged. No additional information provided.